Manufacturer narrative:
The insulin pump had unresponsive act, esc and up arrow buttons due to flattened button dome switches. No unlocked lcd keypad connector noted. It was unable to verify no delivery alarm due to button keypad anomaly. Device had minor scratched display window and cracked reservoir tube lip. (B)(4).

Event description:
Trainer reported via phone call that the insulin pump was alarming no delivery repeatedly. She also reported that the keypad does not respond. It was stated that the customer had been receiving no delivery alarms since (B)(6) 2015 and there were no bent cannulas. The insulin pump has not been dropped or bumped or exposed to moisture. Blood glucose value is unknown. The insulin pump was replaced and returned for analysis.